Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint would not prime could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ lvp 20d 1.2m experienced flow issues, and an air bubble in the line. The following information was provided by the initial reporter: would not prime through when disconnected. Would not prime through even though clamp was in open position & disconnected from patient, to get rid of the air bubble.

Event description:
It was reported that the bd alaris¿ lvp 20d 1.2m experienced flow issues, and an air bubble in the line. The following information was provided by the initial reporter: would not prime through when disconnected. Would not prime through even though clamp was in open position & disconnected from patient, to get rid of the air bubble.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.